Event description:
During the case the cutting blade on the vessel sealer extend was exposed. This renders the instrument useless and a new instrument was opened to complete the case. FDA safety report ID# (B)(4).